Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently awaiting the return of the complaint device. In addition, further information has been requested from the complainant to aid in the investigation. We will provide a follow-up report upon receipt of the requested information and complaint device and upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported via a distributor that the upper case of an iw910 mobile infant warmer head is melted. No patient consequences was reported.